Event description:
Patient presented back to the physician with continued infection at the neck incision. Physician cultured area which resulted in staph infection. Physician brought the patient into the opeating room and cleaned out the neck incision with antibiotic solution. Physician then placed the patient on a 3 week course of oral antibiotics.

Event description:
Patient presented back to the physician with infection at the neck incision. Physician prescribed antibiotics and scheduled the patient for removal of the inspire device. Physician brought the patient into the o perating room six days later and removed all the inspire components.

Event description:
Patient presented to the physician with swelling and suspected infection at the neck incision. Physician prescribed antibiotics and steroid injection. Patient presented back to the physician with improvement in swelling. Physician suspects an infected stitch abscess.